Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the keypad was found to be worn but there was no evidence of peeling or tearing to the keypad. During testing the contrast and up arrow buttons were found to be unresponsive. With the keypad cover removed, moisture damage was noted only on the up button contact. Unrelated to the original complaint, the battery compartment was cracked, with the crack running from the case seal towards the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.